Event description:
The reviewed literature article contained a report of a patient who developed a peritoneal infection secondary to appendicitis six months after the shunt was placed. No shunt infection was found, however the shunt was explanted. The source literature reported that the catheters used were not made by medtronic; however it is possible the patient was implanted with a delta valve.

Manufacturer narrative:
The reportable event was identified during a review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. Pirotte b.j.m., et al. Sterile surgical technique for shunt placement reduces the shunt infection rate in children: preliminary analysis of a prospective protocol in 115 consecutive procedures. Childs nervous system 2007 august; 23:1251-1261.